Manufacturer narrative:
Device received with unresponsive esc button due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Device received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that he had high blood glucose before bed so he delivered more insulin and the customer woke up with low blood glucose. Customer's blood glucose was 49 mg/dl. Customer treated low blood glucose with sugar. Device alarmed a button error alarm. Customer could have rolled onto the device in the middle of the sleep. Customer was unable to clear the alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.